Event description:
According to the reporter they had a bravo capsule which failed to attach. There was no harm to the patient and no intervention was required. The customer attempted twice to attach the capsule, with it failing both times. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The defective device will be returned for investigation.